Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653 batch#: 4290355 verbatim: bd 50ml syringe lot 4290352 when syringe inverted leaks from tip, syringes from same lot number were removed. No patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported, when syringes are inverted, they leak from the tip. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. The sample was tested for leakage and passed. A device history record review was completed for provided material number 309653, lot 4290355. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.